Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was above 220 mg/dl. Customer stated that the approximate size of air bubbles was 2 millimeter. Customer stated that the air bubbles were noticed during therapy. Customer stated that location of the air bubbles long length of tubing but at reservoir end and closest to insulin pump. Troubleshooting was performed for air bubbles. Customer had hyperglycemia and treated with manual injection. Customer also reported that the insulin pump had no delivery alarm and did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. The reservoir will not be returned for analysis.